Event description:
The allograft was explanted due to regurgitation, right coronary leaflet perforation, valve calcification, and degeneration approx 13 yrs ater implant.

Manufacturer narrative:
A manufacturing records review indicates that the allograft was processed according to standard procedure. Furthermore, a medical review indicates that it is likely that the calcium deposits and possible fenestration are the result of the normal wear process; however, with the available information, no conclusions can be made at this time.